Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the coupling tool side was deformed and bent. It was noted that the device was turning out of center. It was determined that this condition was due to the shaft being damaged by some type of excessive force applied during the procedures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: UDI: (B)(4). Please note that the incorrect serial number ((B)(4)) was documented in the initial medwatch report. The correct serial number ((B)(4)) has been documented in section d4 of this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was oct 13, 2008. The dom has been updated to unknown. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the device serial number was documented as 1920299 in the previous medwatch report. The correct serial number is (B)(4). It was documented in the previous supplemental medwatch report that the date of manufacture (dom) was unknown. The dom has been updated to october 13, 2008. The unique identifier( UDI) has been updated accordingly. UDI ¿ (B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device for the electric pen drive device was running out of center. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event, or if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.